Event description:
Ecn event description: farawave catheter prepped in normal sterile fashion, tested with wire deployed prior to use in case. No issues prior to insertion. During case physican noted spline was not going into a full pedal position and also not un deploying all the way. Physican attempted multiple times to deploy and undeploy with no improvement in pedal formation. Physican able to undeploy to the point of being able to sheath the catheter and catheter was removed with alternative device utilized. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: attempted to undeploy and deploy into multiple positions, extended guidewire further into cannualted vein, moved sheath into multiple positions, all with no change. What is the next course of action?: new catheter prepared for physican patient present at time of event?: yes. Patient complications: no patient complications. Procedure number: pn 2787918. Device 1: upn m004pf41m401, model number null, lot or serial number (B)(6). Was issue present upon opening package?: no. Question: was the catheter deployed without a guidewire inserted? Answer: no, guidewire appropriately utilized in all scenarios of this case. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please. Provide the upn & lot#. Answer: bsc rosen. Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no tissue seen. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc) answer: yes, guide wire able to be removed from catheter following removal of catheter from body question: please provide the lot/serial # as printed on the farawave connection cable attached to the handle. Please also include the 3 digits to the right of the 8 digit lot (12345678 xxx). Answer: 36830235. Question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify. Answer: deployment issues spline not folding appropriately. Question: *(patient information question not applicable in european region/ canada) *is patient information (patient identifier and age) available? **if yes: provide information in the patient section of the form. **if no please specify why the information is not available from the facility. Answer: no, patient information not provided.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.